Event description:
It was reported that the left ventricular lead exhibited high pacing threshold of 7 v at 1.5 ms. The lead was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.